Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. Lead conductor fracture is suspected by the health care professional (hcp). No adverse patient effects were reported. This ra lead remains in-service, and the clinic will decide on follow-up with this patient, pending local covid restrictions. The local area field representative was later contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.